Event description:
A nurse reported that several knives were found to be dull during surgery. No pt identifiers were provided and no pt harm was reported. This is the second of three reports from the same facility.

Manufacturer narrative:
A sample has been received, but the evaluation is not complete. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).